Event description:
It was reported that the patient was having difficulty charging and was frequently charging the implantable pulse generator (ipg) without passing beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last several months from the date manufacturer became aware of the event.